Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7.5f sheath after distal right superficial femoral artery and right posterior tibial artery stenting procedures. Reportedly, there was difficulty freeing the device from the groin soft tissue. Local dissection freed the proglide and an 8 f sheath was placed over a wire. Angiography demonstrated no vascular injury. The suture was cut and the groin was sutured to close the local soft tissue dissection. The sheath was pulled and hemostasis was achieved with 30 minutes of manual compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.